Manufacturer narrative:
Philips service planned a hard disk replacement and temporarily restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc intermittently shows a blue screen with a kernel stack inpage error on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.